Event description:
It was reported that, "the patient went to see the doctor in 2007 complaining of knee pain. An x-ray was taken and revealed that the screw in the tibial baseplate/insert had sheared off. The doctor was able to remove the broken part of the screw and implanted an 11mm med ts insert."

Manufacturer narrative:
Neither the device nor additional information is available at this time. Additional information has been requested.